Manufacturer narrative:
Gyoten t, grimmig o, just s, fritzsche d. Surgical repair of an uncontrolled thrombus caused by the watchman device. Interactive cardiovascular and thoracic surgery 2019; 28:164-6. Date of event: unknown, therefore the date was approximated based article dates.

Event description:
Reported via journal article it was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted in a patient. During a routine one year follow up transthoracic echocardiogram (tte), thrombus was noted on the threaded insert. The patient had been on apixaban for five months. However, because of frequent stroke, the surgical removal of the thrombus was electively performed using a right thoracotomy approach as the standard method. The face of the watchman device was completely endothelialized except for the threaded insert which the thrombus originated from. The thrombus was removed and the laa orifice, including the watchman, was excluded from the la side using an autologous pericardial patch. The post operative course was uneventful.